Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A technical service associate reported on behalf of the customer that the mayfield xr2 knob of the a2079 mayfield infinity xr2 base unit had broken off. During a cervical case, a (B)(6)-year old, male patient was positioned in prone, the head and neck was supported with the a2079 and the a2010 horseshoe headrest. After the patient was positioned and while being prepped for surgery, the nurse reported hearing a snapping sound and saw the head began to fall. The nurse was able to catch the head and neck prior to falling. The post on the knob of the radiolucent mayfield that connects to the horseshoe had snapped into two (2) pieces, disconnecting the headrest and mayfield. The post of the knob was stuck in the horseshoe headrest. The patient was not injured. The patient had to be transferred two times in order to switch out beds and used a non-radiolucent mayfield. There was a 45-minute surgery delay due to the problem. Additional information was received on june 28, 2018 stating that on (B)(6) 2018, the device was in use for 15 minutes prior to the event. The patient was positioned in prone, prepped and draped. The surgeon was walking out to scrub in for surgery when the event occurred. The impact of the 45-minute delay to the patient is that the patient had to be turned back onto the stretcher, a new operating room (or) table had to be brought in to the room and a metal mayfield and metal horseshoe had to be used. With the metal headrest, the staff could not get the best image possible. The patient had to go an extra 45 minutes of anesthesia. There was no injury reported to the patient and the surgery was completed.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit did not meet all specific functional testing requirements. Complaint confirmed via inspection of item. The xr2 standard adaptor knob threads broken off in the radiolucent horseshoe headrest large starburst teeth threads. The device history record was reviewed. No abnormalities relate to the reported incident were found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. Root cause confirmed complaint event. This investigation included outsourced material testing, stress engineering and fractography. The consensus of investigation finds the most likely root cause of complaint event is user applied torque to knob in excess of material strength of screw thread or combination of user torque and clamp support load exceeding screw thread strength.

Event description:
N/a